Event description:
It was reported that the patient underwent cataract surgery with implantation of a toric intraocular lens in the right eye and a non-toric intraocular lens in the left eye. At the one-month postoperative follow-up, the patient achieved approximately 0.8 visual acuity (mr). Subsequently, a decrease in visual acuity was noted. A yag laser capsulotomy was performed, which resulted in a temporary improvement in vision. However, approximately six months after the initial surgery, the patient experienced a further decline in vision. At the time of surgery, uncorrected distance visual acuity (ucdva) was reported as 0.8 in both eyes. At the time of reporting, ucdva had decreased to approximately 0.4 in both eyes. The patient reported that daily activities had been significantly affected. An intraocular lens exchange is planned. No delay in treatment was reported, and no additional interventions were performed. No further information was provided. This report captures patient's right eye. Another report is being submitted for patient's left eye.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: initial reporter: telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.